Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that while inserting the urethral catheter into the birth canal the amniotic membrane was ruptured. The patient and infant were uninjured and no medical intervention was needed. It is reported that while inserting the catheter to prime the uterus there was a accidental rupture of membranes (acrom). It was later reported from (B)(6) via email 05feb2019 clarification on terms (acrom) and the term membrane. Acrom = accidental rupture of membranes (by pregnant women); membrane = the amniotic membrane.

Manufacturer narrative:
The reported event was inconclusive due to an unoriginal sample. Visual evaluation of the returned sample noted one unopened silicone foley in original packaging. It was noted that due to the sample returned not being the original sample used in the procedure, information relating to possible misuse of the device could not be analyzed. Visual inspection of the sample noted no obvious visible defects such as bumps or flash noted. The catheter was confirmed to be 18 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "for urological use only."

Event description:
It was reported that while inserting the urethral catheter in to the birth canal the amniotic membrane was ruptured. The patient and infant were uninjured and no medical intervention was needed. It is reported that while inserting the catheter to prime the uterus there was a accidental rupture of membranes (acrom). It was later reported from the international business center (ibc) via email 05feb2019 clarification on terms (acrom) and the term membrane. Acrom = accidental rupture of membranes (by pregnant women) membrane = the amniotic membrane.